Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the air bubble detection alarmed although air was not present, resulting in the pump shutting off. The user was unable to reset the air detector or the safety monitor. The user adjusted the connections and the pump restarted. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.